Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fully advanced into the jaws and it ejected from the 1st firing when it was used around the cholecyst. The clip did not fall into the patient. There was no unexpected resistance nor unexpected noise while firing. Besides, there was no torquing or twisting. Although the device was fired several times, the event continued. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.